Event description:
Information received by medtronic indicated that the the patient started using the pump on january 10, and the smart guard was started in the evening of january 16. The target blood glucose was 120, and the automatic correction was turned on. Hypoglycemia occurred late at night for 3 consecutive days. The temporary target was at 150 yesterday since around 6:30 p.m. And was currently continuing. When the daily review was viewed, sometimes the sensor glucose was 60 or 80 mg/dl and the basal insulin was intermittently released. (The automatic correction was unknown. Manual bolus was for meals only.). There was a time when the dialysis patient used to drop out of using the pump, and the sensor was 100 mg/dl and the actual value was 9 mg/dl. It was stated that the reliability of the sensor had been lost. It was thought that there was also a sense of distrust in the product. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown if the customer will continue the use of the device or not. The product will not be returned for analysis. Updated summary: the residual insulin time was changed from 2 hours to 4 hours for auto mode. However, doctor is wondering if the residual insulin time can be extended to, for example, 8 hours since customer has renal failure.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.